Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Analysis was unable to verify compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test. The insulin pump was received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 388 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections and with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was dropped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.